Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection and died. A revision was performed and the lv lead, along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This lv lead was not returned for analysis.